Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime tests. The unit was received stuck in a motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during testing. The excessive no delivery test and occlusion test could not be performed due to the motor error alarms. The following physical damage was also noted: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and a missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose was 10.0 mmol/l, and the customer mentioned two hypoglycemic episodes that they declined to discuss. Troubleshooting was initiated for the motor error. The customer did not recall significant events leading to the alarm. They were also able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.